Manufacturer narrative:
No unexpected change sensor alarms or insulin flow blocked alarms noted during testing. Device communicated properly with glucose sensor simulator and the minilink transmitter; the correct test blood glucose value was displayed on the sensor glucose graph screen. Programmed multiple boluses and monitored. Device uploaded properly using carelink pro; all bolus deliveries were shown properly in carelink and in the bolus history screen. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit received with scratched casing, minor scratches on lcd window, dents on display window cover, pillowing keypad overlay and damaged keypad overlay texture.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blocked alarm. The customer stated that the pump and transmitter did not work properly. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.